Event description:
Doctor inserted screw into shell and screw driver would not stay engaged with screw. Could not torque screw all the way down. Used back up screw driver to finish screw insertion. Patient was not affected.

Manufacturer narrative:
An event regarding a deformed torx screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The torx drive feature of the device is heavily damaged. The lobes of the feature are deformed; the appearance is consistent with repeated applications of torque in both clockwise and counter clockwise directions. Material analysis found no evidence of material or manufacturing defects. A review of medical records was not performed as none were provided. The failure was not related to patient factors. The devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be normal wear of the device. The observed damage is consistent with high volume usage of a screwdriver. No material or manufacturing defects were noted during the investigation.

Event description:
Doctor inserted screw into shell and screw driver would not stay engaged with screw. Could not torque screw all the way down. Used back up screw driver to finish screw insertion. Patient was not affected.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.